Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event provided. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that during a 24-hour infusion of paclitaxel, air was observed in the tubing causing multiple air in line alarms, therefore delaying the infusion approximately 5 hours.